Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14137520/14137520, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. It was unknown if the leads or the ipg caused the high impedances. The patient underwent revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.